Event description:
The user facility reported a 60-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had oozing at the access site and a femstop was placed and heparin was paused. Additionally, the impella had high purge pressure alarms. The purge tubing checked for kinks and purge cassette changed. The doctor decided to infuse tissue plasma activator through the purge and the alarm resolved. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the access site bleed and the high purge pressure has been completed. The impella device was not returned for evaluation. Field data logs were reviewed and the high purge pressure alarm was confirmed. There was a motor current spike to 807 ma followed by a 4 minute rise in purge pressure until the alarm was triggered. Data logs also show the purge cassette being replaced, and within 15 minutes, the purge pressure started trending downward until it normalized. There is potential that this played a role in resolving the complications in addition to tissue plasminogen activator (tpa) infusions. Additionally, the change in anticoagulation management to resolve the access site bleed the day before could have contributed to the cause of high purge pressure to begin with. Without patient acts at the time, however, this cannot be confirmed. The root cause of the high purge pressure was determined to be biomaterial ingestion. This is indicative of another biomaterial ingestion event). The root cause of the access site bleed could not be determined as not enough clinical information was provided. Added- h6 impact code 4629, 4644.